Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that the insulation was abraded at 10.5cm to 11.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against implantable device can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator change. Upon interrogation, the atrial lead exhibited noise oversensing which caused inappropriate automatic mode switch. The lead was explanted and replaced. The patient was stable.